Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to synovitis.

Manufacturer narrative:
Pain and surgical intervention or device revision are known risks for patients with total joint replacement or joint surgery. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment not diagnosis.

Event description:
The cause of synovitis is not reported, the patient had an insert removed and the joint was irrigated, where upon a new insert was implanted. The patient was reported to be stable when leaving the or. There is no indication of a device problem or malfunction. No additional information is expected to be provided.